Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As the battery voltage was low, telemetry had stopped working. As a result, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The device had numerous ventricular fibrillation (vf) episodes which caused the battery to deplete rapidly resulting in the low voltage alert. Later, the device again had numerous vf episodes which caused the device to declare elective replacement indicator (eri) and then end of life (eol) due to charge times. The battery was depleted at this point due to all the vf episodes that the device was attempting to treat.

Event description:
--